Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo samples noted an opened used two-way foley catheter. Verified tray material # 6619j14rb with lot # mykn5237, material number for catheter 2758j14 and manufacturing lot number ngjx4736. The second photo shows the tip was bent. The condition of the affected catheter could be confirmed from the photos provided. This does not meet specification per (B)(4) which states "tips should be straight with respect to tube, transition between tube and tip should be smooth according to visual aid". Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjx4736. Visual inspection noted tip was bent. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house luer lock syringe and the catheter inflated with no difficulty. However asymmetric balloon was observed with ballon concentricity= 75/25. The balloon 10ml was deflated within 41sec. This does not meet specification per (B)(4) which states "tips should be straight with respect to tube, transition between tube and tip should be smooth according to visual aid". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s): d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the tip of the foley catheter was bent excessively, so its use was discontinued. Per the notification received from the investigator on 17feb2026, it was reported that the foley catheter balloon had concentricity 75/25. This had been found during the sample evaluation conducted on 05jan2026.

Event description:
It was reported that before use, the tip of the foley catheter was bent excessively, so its use was discontinued.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.